Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an unexpectedly high vitamin b12 result above the normal reference range for one patient that was generated by the access 2 immunoassay system. Subsequent testing on an alternate methodology produced a similar result. The customer performed dilution testing which produced lower results within the same clinical range and within the normal reference range. No erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a 3ml serum tube with a gel separator and centrifuged for ten minutes at 3000 rpm at room temperature. According to the customer, vitamin b12 qc has been within the customer's established ranges. The customer sent the sample to customer product line support (cpls) east for additional testing. Cpls tested the sample and obtained neat results within the normal reference range. Dilution testing also performed on the sample did not suggest interference since the test results were linear. Also the neat results and diluted results were equivalent; therefore, cpls was unable to confirm the customer's elevated results. A definitive root cause could not be determined to date for this event.